Event description:
It was reported that the customer had leaking reservoirs. Customer had been through the filling technique with a health care professional and a medtronic representative. Customer stated that they were unable to find the cause of the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.